Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and bard pelvisoft was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele and rectocele and mesh was implanted. It was also reported that following insertion of the mesh, the patient experienced pain and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, pelvic organ prolapse, rectocele and cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of exposed vaginal mesh from previous sling procedure on (B)(6) 2012 by (B)(6), md at (B)(6), hospital due to mesh exposure from previous midureteral sling procedure.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with posterior colporrhaphy, vaginal enterocele repair and mccall culdoplasty. It was reported that following insertion the patient experienced nocturia, urge urinary incontinence and urgency.